Event description:
It was reported a balloon burst on the first inflation during an unidentified procedure. No pt complications were involved. The co's attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device and without further details about the event, the co cannot determine the exact cause for this event. The co's directions for use state: "do not exceed the normal pressure printed on the product label...never manipulate the catheter with the balloon inflated...the integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions."